Event description:
It was reported that the patient had a shocking or jolting sensation. The patient felt a jolt in between their legs and down towards the rectum when they sat. It was noted that the patient decreased stimulation on program 1 at 2.5v to 1.8v but they still had the discomfort sensation. The patient had an appointment with their health care provider (hcp) on 2014 (B)(6). It was reported that the event occurred following an implant. Additional information has been requested, a follow-up report will be sent if additional information is received.

Manufacturer narrative:
Product ID 3889-28, lot# va0kxce, implanted: 2014 (B)(6); product type lead product ID 3037, serial# (B)(4); product type programmer, patient. (B)(4).